Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately compared to the laboratory. The reporter claimed obtaining a blood glucose reading of "192 mg/dl" with the subject meter. Ther reporter was unable to provide the result obtained from the laboratory device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.